Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged black particles in between machine and humidifier, coughing more and had headaches. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal investigation showed that an unknown contaminant on the exterior of the top enclosure, inside of the iso port around the outside of the iso port, and on the outside of the rear panel. A discoloration of the bottom enclosure was observed where the modem would be placed. An internal inspection of the device was performed, and pil observed the top enclosure had a yellow discoloration to it. The o-ring on the rear panel had an unknown contaminant on it. The bottom enclosure was observed to have an unknown contaminant, hair-like particles, and a discoloration on it. The blower box was observed to have an unknown dust contaminant on it, as well as on the blower and blower seal. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown. There is no visible damage or functionality failures of the device, which suggest that an unknown contaminant was observed on the blower box. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.